Event description:
It was reported there were chronic high thresholds and the thresholds had continued to rise. The lead was partially removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: i4965-15 lead implanted: 2013 (B)(6). (B)(4).